Manufacturer narrative:
Evaluation summary: thrombus like deposits are detected in the cusp area and the free margin of leaflet 2. The deposits appear to be hard when pushed against with a probe. The deposits restricted mobility and led to a prolapsed leaflet. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 2mm. Host tissue is moderate at the stent outflow and stent inflow. No inconsistencies detected in the x-ray. (Model# 2800 ) this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. The device has been received and evaluated on 02/26/2010.

Event description:
It was reported that the device was explanted after an implant duration of approximately 102.3 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic insufficiency.